Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralight st device may have caused or contributed to the events as alleged by the patient¿s attorney. No lot number has been provided therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent repair of an umbilical hernia. A bard/davol ventralight st was implanted in the patient during this repair. Ni/nini: the patient continues to experience complications related to the ventralight st mesh. The patient continues to have problems including but not limited to pain and nausea. The patient will likely require surgery to repair the damage from bard/davol product. The bard/davol ventralight st implanted in the patient failed to reasonably perform as intended. The product caused serious injury and will require surgical removal via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured. The patient has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.